Event description:
On (B) (6) 2010, a (B) (6) male was admitted for left shoulder arthroscopic debridement. During the debridement of the acromioclavicle space, the vaportrode #1 would not activate. All connections checked. The vaportrode #1 would still not function. -vaportrode clears the operative area of all debris.- vaportrode #2 was used to continue the surgery. Surgery continued and pt was transferred to pacu. Pre procedure: the vaportrode was checked by the operating room tech and functioned appropriately. Vaportrode #1 was tagged and removed from the surgical unit. There was no negative outcome. Vaportrode #1 was last inspected by biomed on 03/03/10 and functioned properly. This was equipment failure and not operator error.